Event description:
Patient's status post deformity correction, t-11 to l3. Post op x-ray revealed cap and screw loosened at l3 and correction was lost. Surgeon removed the hardware, revised to uss screws. This is one (1) of three (3) reports for this event.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture without the lot number or device provided. The investigation cannot be completed. No conclusion can be drawn, as no product was returned and no lot number was provided.